Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: an evaluation of the handpiece was unable to duplicate the reported problem of no power. During testing on its own related to controller failure. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this product for failures.

Event description:
This handpiece was returned for evaluation with the report that it has no power. There was no report of injury or surgical involvement associated with this event.